Event description:
A patient with chronic pain and spasticity due to multiple sclerosis was having a medtronic intrathecal catheter and pump placed. After the catheter was introduced through the spinal needle, attempts to advance the catheter met with resistance. While the spinal needle was then being removed, the catheter itself came completely out and it was apparent there was a retained fragment of approximately 14 cm remaining in the intrathecal space at the l2-l3 level. A second catheter and pump were then placed without difficulty. Multiple attempts to locate and retrieve the retained portion were unsuccessful with fluoroscopy. The patient was admitted to the hospital and a CT scan showed an intact catheter at l2 level and a fragmented catheter at l3 level, with proximal end in the epidural space and the remainder in the thecal sac. A neurosurgeon was consulted and the patient was returned to surgery for removal of the catheter. The surgery was unsuccessful and the catheter remains inside the patient. This second surgery was performed at another facility and the exact results are not available to us.